Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported pain on the implanted side. She was also experiencing a sudden and persistent change in sound with the device.

Manufacturer narrative:
Conclusions: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted because of pain on the implanted side, which started few months after implantation surgery and was also present without the use of the audioprocessor. Pain is a known possible undesired side effect of otologic surgery. Furthermore, the recipient reported spontaneous sound changes. However, no technical problem could be detected during investigation and the device was found properly placed and fixed at explantation surgery, according to the device explantation report form. Thus, no device deficiency can explain the observed sound changes, which could have been related to other reasons e.g. Unconfirmed trauma.this is a final report.

Event description:
The user reported pain on the implanted side and was also experiencing a sudden and persistent change in sound with the device. Additional information stated that this physical pain started about 6 months ago and was present also when the audio processor was not in use. The issues with the sound occurred at times when the ap was touched and other times spontaneously. The recipient may have fell down on the implant side but this was not confirmed. The user has been re-implanted.